Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted both of the cartridges were disengaged from the jaws along with the suture. It was reported that the suture disengaged. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when contact is made when excessive force is applied during clinical application. The evaluation detected an unreported condition: the cartridge disengaged. Visual inspection noted the cartridges were disengaged from the jaws of the device. The most likely cause could not be established from the information available. This issue may occur when contact is made when excessive force is applied during clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: when closing the instrument jaws, the ring handles must be squeezed until they lock together. Failure to lock the handles may result in improperly formed staples. Improperly formed staples may compromise the integrity of the purse-string closure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparotomy colon resection procedure, the suture on one side was disconnected before firing the device. So when the tissue was cut off after the needle was operated, the surgeon opened the jaws and discovered that the suture was not caught at the tissue stump, it was not secured. To resolve the issue, a new device was used to re- fire, and the tissue was redissected. After the operation, the device was dropped, and the stapler part was damaged.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.